Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has begun to fall out in clumps/thinning hair"), alopecia areata ("bald spots") and hair colour changes ("changing colors"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, alopecia, alopecia areata and hair colour changes outcome was unknown. The reporter considered alopecia, alopecia areata, hair colour changes and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: alopecia areata, alopecia, hair color changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("my hair has begun to fall out in clumps/thinning hair"), alopecia areata ("bald spots") and hair colour changes ("changing colors"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, alopecia, alopecia areata and hair colour changes outcome was unknown. The reporter considered alopecia, alopecia areata, hair colour changes and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: alopecia areata, alopecia, hair color changes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.